Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, underwent a pulmonary vein isolation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and char was found on the device at the end of the procedure. The procedure was completed successfully and with no patient consequence. Settings during the event include: ablation with maximum of 30 w. Stockert and coolflow settings according to IFU. This complaint is reportable due to the char found on the device.